Manufacturer narrative:
Sc-1160 (sn: (B)(4)). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that following a lightning storm, patient felt a jolt at the ipg site and since then the ipg was difficult to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the following a lightning storm, patient felt a jolt at the ipg site and since then the ipg was difficult to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.